Manufacturer narrative:
Work order passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system turns off every time the system is unplugged from the wall. There was no patient present.